Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod had fallen off. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the pod fell off after wearing the pod for less than an hour on the back. The patient's doctor gave the patient a steroid inhaler to prevent itching. They were able to activate a new pod successfully.